Event description:
Inbound; pt and wife report having issues with cadd ms3 generic syringes lot# 210720 stating there is 0.8 ml left in the syringe when pump alarms empty. Pt reports with last bunch of syringes there was 0.6 ml left in the syringe. No further details provided. (B)(6).